Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) would not fill with saline, causing the patient to remain incontinent. Upon revision, no leaks were found in the device. After removal, the device appeared to function properly; however, it did not work while implanted. The aus was removed and replaced with a new one. No additional patient complications were reported.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) would not fill with saline, causing the patient to remain incontinent. Upon revision, no leaks were found in the device. After removal, the device appeared to function properly; however, it did not work while implanted. The aus was removed and replaced with a new one. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. Cuff passed visual inspection. No damage or abnormalities were found. No leaks were identified. The pump was visually inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were identified. The pump passed the functional test. The balloon was visually inspected, leak and functionally tested. The balloon passed the visual inspection. No damage or abnormalities were found. No leaks were identified. The balloon passed the functional test. Based on the information available and analysis results, the reported allegation of mechanical issue was unable to be confirmed. However, the urinary incontinence reported is a known risk associated with implant of these devices as indicated in the instructions for use; therefore, a conclusion code of known inherent risk of device was assigned to this investigation.